Event description:
Customer reported a blank display on the insulin pump. Customer also reported difficulty removing the battery cap. Blank display did return with the insertion of a new battery. Customer also mentioned a failed battery alarm. Self test was also performed and passed. Customer's current blood glucose reading is 201 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.